Event description:
Additional information received indicated that the plaintiff experienced erosion, sling extracting across the vaginal vault, vesicovaginal fistula, urinary tract infection, hydronephrosis and bladder calculi. Furthermore, it was reported that the cause of death was respiratory failure, septic shock and sacral ulcer.

Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an unspecified injury and product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Event description:
Additional information received indicated that the plaintiff allegedly experienced pain, infection, urinary problems, recurrence and vaginal scarring. It was also reported that the plaintiff experienced recurrent urinary incontinence, left ureteral narrowing, left hydronephrosis with hydroureter and vaginal calcification.